Manufacturer narrative:
(B)(4). Anti-backup failure, orange indicator did_not show up. The analysis results found that the el5ml device (a) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, due to the antibackup feature was non-functional, two pear shaped clips were fed. The remaining clips were conforming according to manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the event reported. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause of the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the el5ml device (b) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, due to the antibackup feature was non-functional, two pear shaped clips were fed. The remaining clips were conforming according to manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause of the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9je0d; expiration date: 01/2015; manufacturing date: 02/2010. Anti-backup failure.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired the first clip fine. On the second or third firing, the device fired and would not open after firing. The device was fired on the cystic artery. They removed the device by jiggling the device off the artery. A second device was pulled and the same thing occurred. There was minimal damage to the tissue. A third device was used to complete the case with no patient consequence.